Event description:
It was reported that the right ventricular pacing lead impedance has increased since implant. Lead testing in clinic was unsuccessful in reproducing out of range values or noise. The lead will be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.